Event description:
It was reported that a user experienced elevated blood glucose after a meal when the meal announcement did not fully mitigate postprandial hyperglycemia, and they asked how to enter a blood glucose value into the ilet for calibration; an agent provided troubleshooting and education on calibrating the connected g7 sensor. Symptoms included high blood glucose level of 311 mg/dl. Outcomes included no injury, no hospitalization, and spontaneous downward trend of glucose by the end of the call. Investigation included technical support review and user guidance. Investigation of this case revealed user education was provided and the device appeared to function as designed. It was concluded that hyperglycemia occurred with cause unclear and that no device malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.